Event description:
It was reported that it was taking a long time for the patient to charge the implantable neurostimulator (ins). The patient would start with 2/3 charge and it took 2 hours, and he charged every week. It would also ¿bump him out of charging mode.¿ the patient did not have the implantable neurostimulator recharger (insr) to confirm what screen it was showing when ¿it bumps out of charging mode.¿ the insr showed a bunch of signals; it showed a signal for current, and electricity. It looked ¿like a coma, like an inverted comma¿ and he thought there was a stop sign on the screen. It meant there were no power and no charge. The insr was charging from the wall with no problems. But the patient kept playing with it to get it to charging mode and then it bumped him out. He usually played with the antenna and moved it around. It was also noted that when the insr ¿bumps him out¿ of charging mode, it also sometimes showed ¿ER¿ and ¿call your doctor¿ screen. He thought it was ¿ER¿ but the patient was also unsure if it was elective replacement indicator (eri). The patient saw his healthcare provider (hcp) today and the hcp scheduled an ins replacement. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 37752, serial# (B)(4), implanted: (B)(6) 2006, product type: recharger; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2006, product type: extension; product ID 377745, lot# v004295, implanted: (B)(6) 2006, product type: lead; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2006, product type: extension; product ID 377745, lot# v000691, implanted: (B)(6) 2006, product type: lead; product ID 37742, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. (B)(4).